Manufacturer narrative:
Additional information: the actual device was not available; however, a photo of a companion sample was received for evaluation. During visual inspection of the photograph, there were arrows pointing to the leak location of the actual sample. The reported condition was not verified through photo inspection of the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. This event occurred during patient use of peritoneal dialysis therapy. The nurse stated that while the patient was connected to the bag and draining, the bag leaked and spilled onto the patient and the floor. The nurse noted that the leak occurred between the seam of the bag and the medication port, and between the seam of the bag and the manual clamp port. There was no patient injury or medical intervention associated with this event. No additional information is available.